Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Physician reported "burst" for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation:the device related to the reported event of rupture was received on march 03, 2020 with lot number 1863707. Analysis of the returned device identified; underweight and opening extended. A visual and microscopic analysis was performed which identified; sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification.based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening a review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported "burst" for the right side. The device has been explanted.